Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device was unable to cross the lesion and the surface part of the stent got lifted so the usage was discontinued. The procedure was completed with another of the same device. No patient complications nor patient injuries were reported.

Manufacturer narrative:
Device lot number corrected from 20559204 to 0020676939. Device expiration date corrected from 10/16/2018 to 11/07/2018. Device manufactured date corrected from 05/05/2017 to 06/06/2017. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device was unable to cross the lesion and the surface part of the stent got lifted so the usage was discontinued. The procedure was completed with another of the same device. No patient complications nor patient injuries were reported.